Manufacturer narrative:
The insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No a33 alarm. The insulin pump passed displacement, basic occlusion and prime/a33 tests. The insulin pump has a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was alarming due to being unable to detect the reservoir. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.